Event description:
While using a byte night aligners, patient reported that dentist advised patient to stop treatment. Byte aligners caused more damage that has to be fixed under the care of a dentist. Patient started invisalign.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.